Event description:
It was noticed that one end of the outer wrapper was not sealed properly, leaving the package open. The smaller pouch on the inside of the wrapper was not sealed as well, which contains the saw blade. The single-use "sterile" sagittal saw blades are now considered a non-sterile item when in fact it is supposed to be a sterile item. The packaging indicates the product is sterile. When the inventory was taken there were 30 packages affected and this incident was noticed with only the lot number 100510. Of all of the affected products, the unsealed area was noted to be in the same location on the packaging. This was pulled from the shelf. The product will be given to materials management to receive credit from ams and should also be reported to manufacturer.